Manufacturer narrative:
Section b3: date of event: exact date unknown/not provided. Best estimate date is between 5/16/2023-4/8/2024. Section e1: telephone number: +(B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with a preloaded monofocal intraocular lens (iol) experienced poor distance vision, could not see the dashboard or computer screen and saw blue hues and shadow images on the right eye and white haze on the left eye. The patient also experienced double and fluttering vision and kaleidoscope images in the morning. Daily activities was significantly affected. The lens was explanted and another johnson & johnson lens, model dcb00 was implanted as a replacement. Patient status was reported as unknown. It is not clear which serial number belongs to the affected eye. No further information was provided. A separate report is being submitted for the other eye.